Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor "did not fully infuse". After approximately two days, the device was observed to have 50ml remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
H4: the lot was manufactured from july 29, 2020 - july 30, 2020. H10: the device was received containing 79 ml of fluid in the bladder. Visual inspection using the naked eye, was performed and showed no evidence of fluid coming out at the distal end of the flow restrictor. Force priming was performed. However, there was no flow. Additional inspection was performed on the flow restrictor which revealed, that the cause of the flow problem was, due to air bubbles that block the fluid path inside the capillary glass inside the flow restrictor housing. The reported condition was verified. The cause of the condition could not be determined. However, the potential cause of air bubbles may likely be, due improper filling technique during product use. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.